Event description:
It was reported the patient experienced an infection when he had the implantable neurostimulator implanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported perioperative antibiotics were administered and the date of onset/diagnosis of the infection was around (B)(6) 2012. The primary location of the infection was the connector site, which was where a culture was taken from on (B)(6) 2012. The physician was concerned about the incision. The patient's symptoms included redness. While the patient did not have meningitis, it was unsure what type of organism was cultured. Treatment of the infection consisted of IV antibiotics and oral antibiotics. The patient was on chronic antibiotic pcn (penicillin allergy) therapy at the time. The implanting surgeon was going to follow up with the infectious disease doctor. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37642 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient product ID 3 7085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension product ID 37085-40 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product typ extension product ID 3389-40 lot# v641328 serial# implanted: 2012-(B)(6) explanted: product typ lead product ID 3389-40 lot# v641328 serial# implanted: 2012-(B)(6) explanted: product typ lead. (B)(4).